Manufacturer narrative:
Initial reporter's facility name: (B)(6). Device code : (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the handle cannula was found broken. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on march 4, 2022. During preparation, the handle cannula was found broken. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter's facility name: (B)(6). Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the handle cannula was detached, and the sheath was kinked. Under magnification, the handle cannula has a drag mark of the proximal screw and there is a slight mark of the distal screw. Proximal screw has a flat tip and the distal screw has the tip pushed inward. A dimensional inspection noted that the side car rx was pushed back approximately 5.0 mm which is out of specification. The depth and length of the screw was measured and found the proximal and distal screw length are less than the minimum tolerance. The reported event was confirmed. Based on all available information, it was determined that the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given. So the force applied when activating the device causes the detachment of the handle cannula leaving drag marks. Therefore, the most probable root cause for the problem of handle cannula detached is manufacturing deficiency since the failure was attributable to the supplier; an investigation to address this issue is in progress. The side car rx pushback and sheath kinked could have been caused as consequence of the manipulation or the detachment of the handle cannula during the preparation. Therefore, the most probable root cause for this failure found during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.